Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over eighteen (18) years since the subject device was manufactured. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the foreign material was not identified, the type of the material or root cause cannot be identified as well. However, it was stated that reprocessing was deviated from the instructions manual. The event can be prevented by following the instructions for use which state: "chapter 5 reprocessing: general policy. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 storage, transporting and disposal." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that foreign material was found on the angle lever of the control body, fe lever of the control body, soft tube at the insertion site, control body, and up/down plate of the control body on the videoscope. There was no patient involvement.